Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #2). An additional emdr was submitted to represent the bard/davol mesh - ventralex (device #1). Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2015 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2017) is considered to be a best estimate. This supplemental emdr represents the ventralight st mesh (device #2). An additional supplemental emdr was submitted to represent the mesh - ventralex (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol ventralex and ventralight st on (B)(6) 2015 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with incisional ventral hernia thereby underwent open repair with implant of ventralex mesh (device #1). Per op notes, ¿the hernia sac was identified with omentum was reduced. A ventralex mesh (device #1) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with incarcerated recurrent ventral incisional hernia with abdominal pain thereby underwent laparoscopic repair with excision of ventralex mesh (device #1) and implant of ventralight st (device #2). Per op notes, ¿the hernia sac with incarcerated omentum was identified and reduced. The prior mesh (device #1) was wadded and no longer covering the defect. The mesh (device #1) and hernia sac were dissected and excised entirely. A ventralight st (device #2) was placed and tacked using prolene sutures.¿ (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia and epigastric hernia with abdominal pain thereby underwent laparoscopic repair with excision of ventralight st (device #2) and implant of x2 synthetic meshes. Per op notes, ¿the prior mesh (device #2) was pulled away from the abdominal wall. The mesh (device #2) was excised entirely. Incisional hernia sac with incarcerated loops of small bowel was identified and reduced. The epigastric hernia sac was identified and reduced. Both hernias were repaired using x2 synthetic meshes and tacked.¿